Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Cause was not known. Reportedly, the customer was already admitted to the hospital for non-diabetic event, so the customer received assistance from a doctor and was moved to another room for treatment. Customer did not recall bg treatment given as they were "out of it". Recommendation was made to consult with a healthcare provider regarding diabetes management.